Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 7 unspecified bd eclipse needles contributed to the following problems during use. Infection (2), blood exposure (1), safety mechanism problems (4). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (1), infection (blood stream bacteraemia, sepsis etc.) (2), the safety shield broke off (2), syringe needle connectivity issues (2), safety mechanism failure (1), the package was difficult to open (1), the safety shield was loose (1), and needlestick injury (before patient use) (2). Please see full survey response on attached excel file. Additional information related to infection: "after pricking." Additional information related to needle stick injury (before patient use): "when I opened the packaging.""

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 7 unspecified bd eclipse needles contributed to the following problems during use. Infection, blood exposure, safety mechanism problems. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood, infection (blood stream bacteraemia, sepsis etc.), the safety shield broke off, syringe needle connectivity issues, safety mechanism failure, the package was difficult to open, the safety shield was loose, and needlestick injury (before patient use). Please see full survey response on attached excel file. Additional information related to infection: "after pricking." Additional information related to needle stick injury (before patient use): "when I opened the packaging."".